Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that an error code of power on reset (por) was seen on (B)(6) 2015 on the patient programmer and the patient had a return of symptom a day prior to error code. The patient found out that implantable neurostimulator (ins) had turned sideways and the ins moved. It was also noted that in (B)(6) 2015 patient had implant and started having problems sitting. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The health care provider (hcp) further reported that the patient had their device replaced in (B)(6) 2015 and since that time had issues. The patient had a revision and they first experienced the implantable neurostimulator (ins) not working immediately after lead replacement on (B)(6) 2016. The generator would not connect with the lead and the hcp suspected a locking screw issue. The cause of the ins not working was not known, but the locking screw would not keep the lead attached and during the procedure the setscrew was stripped. The troubleshooting performed was that the generator and lead impedances showed a disconnect. The actions taken to resolve the ins not working was that the generator had to be replaced. The patient was doing fine after the new device was put in.